Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode took two delivered shocks to convert a tachy arrhythmia. When the second shock was delivered, it was noted to be a type ii break. Shock impedance measurements were noted to be 70 ohms and the final polarity used was reversed. Atypical features to the arrhythmia qrs morphology were also noted. An x-ray was performed and sent to technical services (ts) for review. Review of the x-ray images noted that the s-ICD was positioned a bit more anterior than usual with significant tissue between the device and the rib cage. The electrode was positioned a little too high with concern for close proximity of the a sensing electrode to a top sternal wire. Additional information was received that defibrillation threshold (dft) testing was performed four days later. Ventricular tachycardia (vt)/ventricular fibrillation (vf) was induced and was appropriately sensed. A 65 joule shock was delivered and successfully converted the rhythm. Monitoring will be continued at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the conversion difficulty is a known inherent risk with use of this product. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Risk assessment: a risk review was completed and confirmed that the event of difficulty converting rhythm (ambulatory) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the provided.

Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode took two delivered shocks to convert a tachy arrhythmia. When the second shock was delivered, it was noted to be a type ii break. Shock impedance measurements were noted to be 70 ohms and the final polarity used was reversed. Atypical features to the arrhythmia qrs morphology were also noted. An x-ray was performed and sent to technical services (ts) for review. Review of the x-ray images noted that the s-ICD was positioned a bit more anterior than usual with significant tissue between the device and the rib cage. The electrode was positioned a little too high with concern for close proximity of the a sensing electrode to a top sternal wire. Additional information was received that defibrillation threshold (dft) testing was performed four days later. Ventricular tachycardia (vt)/ventricular fibrillation (vf) was induced and was appropriately sensed. A 65 joule shock was delivered and successfully converted the rhythm. Monitoring will be continued at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.